Event description:
Healthcare professional reported through regulatory agency "periprosthetic capsule stage 3: the breast is hard and deformed, but no pain". This record is for the left side. Device was explanted and it is unknown if the device was replaced. It is unknown if the device will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: periprosthetic capsule stage 3. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Cont e1 phone number-(B)(6).